Event description:
It was reported that the 2600 system displays lateral motion, longitudinal motion and filmer stuck error messages at boot-up. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to clean and lubricate lateral motion guide panel, replace motor driver pcb for longitudinal motion error and align fim transport motion position switches. Completed service repair. Performed system test. The system was found to be working as intended and placed back into service.